Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the is-1 end. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend the helix caused the inner conductor coil to break. It is important to note that if lead measurements were within normal ranges while implanted, this indicates the identified break may have occurred during helix extension/retraction at the time the lead was explanted.

Event description:
It was reported that right atrial lead was dislodged during non-product related procedure. Lead exhibited helix issues during attempted reposition. Lead was explanted and replaced. No adverse patient effects.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that right atrial lead was dislodged during non-product related procedure. Lead exhibited helix issues during attempted reposition. Lead was explanted and replaced. No adverse patient effects.